Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc) common compute controller (ccc) was analyzed and found that in lighthouse, no data/error logs were found that this failure occurred in the field. However, it was reported and noted in the fse internal notes. This ssc ccc cfg was installed, programmed and tested on the dv5 in house golden system where programming was not possible, ssc console did not connect and did not power on replicating the reported failure. Per (B)(4) rev g, this ssc ccc cfg was tested on the debug station to confirm if this ccc is bricked and resulting to be a bricked ccc. This ccc cfg was programmed per (B)(4) rev c, installed back to the system to verify that this ccc cfg function as design and resulted in system started up normal as expected. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse)while setting up for a procedure to report the system has been stuck in a self test for around 15 minutes prior to calling. The caller attempted a system restart and reseated the blue fiber cables with no change. The second console s/n (B)(6) was not responding on the power up and had a blinking blue power button. The caller elected to disconnect the second console. After doing so, the system powered on normally as a single console setup. There was no patient involvement.